Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial port was plugged and that one month post implant procedure the implant detect was still programmed on. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076 implantable pacing lead: 2012. (B)(4).